Event description:
A nurse reported that on (B)(6) 2014, a pt experienced nausea, discomfort and cloudy effluent. On (B)(6) 2014, the pt was admitted to a hosp and diagnosed with peritonitis. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique during treatment. The pt did not wash their hand and did not wear a mask. On an unk date, during the admission, the pt initiated antibiotic therapy for the peritonitis; drug name, frequency, dose, and route unk. On un unk date in (B)(6) 2014, the pt was discharged from the hosp. No peritoneal dialysis treatment were missed and there was no reportable device malfunction. As of (B)(6) 2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, the pt's complaint of nausea and discomfort have resolved. The pt's complaint of signs and symptoms of peritonitis have resolved. The pt completed the antibiotic therapy for the peritonitis.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.